Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging there was a line going through the patient's onetouch ultralink meter's display. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began occurred at approximately 10am on the day prior to calling lfs for assistance. The patient reportedly manages her diabetes with an unknown type of insulin through pump therapy and did not make any changes to her diabetes management routine in response to the alleged issue. The reporter claimed that approximately 4 hours later the patient developed symptoms of" thirst, leg cramp and mood changes." She reportedly self-treated by drinking more water and watched what she ate. No other device was reported to be used. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. There was no report of trauma/misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.